Event description:
Notification was received from the registry indicating the pt reported silent ischemia during the one-year follow-up in 2008. The pt compliant with the antiplatelet regimen. An echocardiogram and coronary angiogram was performed. There was no evidence of myocardial infarction. There was a significant lesion noted requiring revascularization. The event was reported as severe and highly related to the index procedure and devices. Add'l investigation of this event revealed both target lesions were revascularized with poba. In additional the target lesion at the proximal rca was a restenotic lesion previously implanted with two cypher stents in 2004 and revascularized during index procedure.

Manufacturer narrative:
This pt was randomized for two vessel diseases. A staged procedure was not planned. The indication for the index procedure was silent ischemia. The first target lesion was at the proximal rca. The vessel was a native coronary artery. Reference vessel diameter was 3.5mm and lesion length was 12mm. Pre-procedure diameter stenosis was 70% and post procedure was zero percent. Timi flow pre and post procedure is unk. The lesion was restenotic, previously treated with a cypher stent. There was no major side branch involvement. Lesion classification was type b1 and the vessel was readily accessible at proximal segment. After a failed attempt at direct stenting, predilatation was performed using a 3.0x10mm balloon at 10atms. A 6f-guiding catheter was used. A device was deployed at 12 atms. Post dilatation was performed using a 4.0x10mm balloon at 12 atms due to stent under expansion. Ivus was not used. The second target lesion was at the posterior descending artery (pda). The vessel was a native coronary artery. Reference vessel diameter was 2.25mm and lesion length was 16mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. Timi flow pre and post procedure is unk. The lesion was de novo, with no major side branch involvement. Lesion classification was type a and the vessel was readily accessible at proximal segment. Predilatation was not performed. A 6f- guiding catheter was used. A device was deployed at 12atms. Post dilatation was not performed. Ivus was not used. The pt was discharged on 75mg aspirin, 150mg clopidogrel, and other lipid lowering drugs. During the one-month follow-up in 2007, the pt was asymptomatic and compliant with antiplatelet regimen. During the six-month follow-up on five months later, the pt was asymptomatic and compliant with antiplatelet regimen. This is one of four products being reported for the same event. Please reference mfg reports #: 9616099-2008-01499, 9616099-2008-01500, 9616099-2008-01501 and 9616099-2008-01502. Please noted: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.